Manufacturer narrative:
(B)(4). Medical product: regenerex 3 peg patella, cat#: 141357 lot#: 684980, regenerex tibial tray, cat#: 141273 lot#: 875660, vanguard tibial bearing, cat#: ep-183540 lot#: 586670, regenerex tibial tray, cat#: 141273 lot#: 875660, biomet finned stem, cat#: 141314 lot#: 063000. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-06535, 0001825034-2017-07571, 0001825034-2017-07573. Product location unknown.

Event description:
It was reported that patient underwent right total knee arthroplasty. Subsequently, the patient underwent a revision approximately one year post-implantation due to pain, difficulty bearing weight, slight effusion, limp, and swelling. Surgeon told patient that the implant was not seated properly and the disk part was loose. All components were removed and replaced. Operative reports indicate that there was lack of bony ingrowth on the femoral component, but it was not obviously loose. The patella component also showed no evidence of bony ingrowth and was loose. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. This follow-up report is being filed to relay this report is a duplicate of 0001825034-2017-07103.